Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery prior to the event. The customer had not changed his infusion set in over five days at the time of the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.